Event description:
The event is reported as: alleged issue: surgical stapler did not function properly. The staples jammed, because the unit trigger stuck. Could not depress the trigger to release the staple. No injury to the pt. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.